Event description:
It was reported that the t:slim x2 pump battery would not charge. The pump suddenly had a battery charge of 100% during a call with technical support, indicating there was no adverse impact to the customer¿s blood glucose level. The customer used the tandem wall adapter and charger cord, and no further assistance was required as the pump began charging successfully.